Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip (40404r1060) was inserted and successfully deployed. To further reduce tr, an xt clip (40206r1063) was inserted and the leaflets were grasping. However, while attempting to deploy, the clip failed to establish final arm angle (efaa). Troubleshooting was performed but the issue continued to occur. It was noted during troubleshooting, while closing the clip, it was observed arms stopped closing then suddenly jumped closed. The issue was unable to be resolved; therefore, the clip was removed and replaced. Another xt clip (40206r1064) was inserted and advanced into the right ventricle (rv). While the rv, the clip became caught in chordae. Troubleshooting was performed and the clip was able to be freed. However, the clip contacted the implanted xtw clip, causing the xtw to detach from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The clip looked stable, and the xt clip was implanted in its intended location, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) and difficult positioning (anatomy) were due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.